Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that during a check up the doctor noticed that the abutment screws were fractured. Doctor cleaned up the area and replace the abutments.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) ilpac3417, (certain® low profile 17° abutment 3.4mm(d) x 4mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment and its bundle screw with signs of use, wear. However, the screw was not fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022020266. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022020266 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. G 2022/12. Information identified: "potential adverse events" page 2. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician incorrectly engages abutment screw into implant, and torque applied during placement/ seating exceeds recommended value. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".